Event description:
During a ptca procedure a balloon rupture occurred. The lesion being treated was a calcified and tortuous lesion in the distal right coronary artery (rca). A ivus catheter couldn't be advanced to the lesion. Also, a neichi safecut 2.5mm x 15mm balloon failed to be advanced. The maverick2 monorail ptca cathetrer crossed the lesion with difficulty. The maverick2 monorail ptca catheter balloon ruptured at 12 atms on the third inflation. The number of atms on the first two inflations is unk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.